Event description:
It was reported that during a lap esophagectomy, the tissue pad of ace36j peeled away. No fragments were left inside the patient. An error 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information: did the tissue pad melt? ---no information. Or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) ---no information. If yes, did any piece fall into the patient? ---no. Was the piece retrieved? ---na. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? ---no information.